Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 300 mg/dl. The cause for the reported elevated bg levels is unknown. Customer delivered a bolus and changed the infusion site to address elevated bg levels. At the time of the report the customer's bg level was 184 mg/dl. Recommendation was made to discuss diabetes management with customer's health care professional.